Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to give insulin and got a no delivery alarm on the insulin pump. Customer's blood glucose was 426 mg/dl at the time of the incident. Customer stated that she is at work and will call back.